Event description:
Customer reported a communications failure error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reseated the interconnect cable connector. This MDR is related to ge healthcare complaint number.